Manufacturer narrative:
(B)(4).

Event description:
It was reported "testing found that balloon can move". Additional information surrounding the circumstances of this issue have been asked to the customer. However, no additional information is available.

Event description:
It was reported "testing found that balloon can move". Additional information surrounding the circumstances of this issue have been asked to the customer. However, no additional information is available.

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 9.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The attached pictures were reviewed. The photos show the iab catheter in the original packaging tray. The photo shows the original packaging label with serial number and lot number information which matches the serial number and lot number of the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 9.5cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab catheter damaged is confirmed. A kink to the central lumen was noted during the visual inspection of the returned iab catheter, and resistance was noted at the location of the kink upon loading a guidewire into the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kink is undetermined, but a potential cause is customer handling. No further action required at this time. This will be monitored for any developing trends.